Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation/single leaflet device attachment (slda) could not be conclusively determined. The reported tr is a cascading event of the slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat grade 5 degenerative tricuspid regurgitation (tr). Two clips were implanted, reducing tr to grade 2. 24 hours, a transthoracic echocardiogram showed a single leaflet device attachment (slda). The clip had detached from the septal leaflet and tr had increased to grade 2-3.

Event description:
It was reported this was a triclip procedure to treat grade 5 degenerative tricuspid regurgitation (tr). Two clips were implanted, reducing tr to grade 2. 24 hours, a transthoracic echocardiogram showed a single leaflet device attachment (slda). The clip had detached from the septal leaflet and tr had increased to grade 2-3.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.